Event description:
It was reported by the customer that the zoom function lost power during transport. There was pt involvement; however, no adverse consequences involving medical intervention were reported.

Manufacturer narrative:
Zoom; csi box.